Event description:
On (B)(6) 2026, a 41 year old female patient with a history of colorectal cancer with hepatic metastases received histotripsy treatment to one hepatic lesion in segment vii for a total planned treatment volume (ptv) of 33.5 cc. The patient also received intravenous fluid resuscitation, including approximately 1 l of lactated ringer's solution pre-operatively and an estimated 1.5 l intra-operatively. On post-operative day 1, the patient developed acute kidney injury (aki) and was subsequently admitted for inpatient management and was discharged on (B)(6).

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "consider patient-specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment."